Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: 1 was the needle tip found? Yes in what structure? If it was found, was it retrieved during the same surgical procedure? No further information is available. What was done to locate the needle? Are there any future interventions; including x-ray planned to locate the broken needle tip and remove it? No further information is available. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/ tissues other than the target tissue? No further information is available. What is the most current patient health status and condition? No further information is available. Please provide lot number no further information is available.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2021 and suture was used. During the procedure, the needle tip was broken while suturing the uterus. The broken piece fell into the patient's body. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a suture needle was submitted for fractographic evaluation. The component was identified as product code z513. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.